Event description:
It was reported that a patient with two separate prescription sites was being treated simultaneously. Mosaiq only sent correct reference data for one of the prescription sites. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.